Event description:
It was reported that the device had reached elective replacement indicator, and a message occurred that stated "the leads may be switched in the header." Threshold testing also showed a right ventricular (rv) paced event, and a sensed event 230 milliseconds later which appeared to be "ventricular in nature." It was later confirmed that the leads had been switched in the header. The device was replaced, and the leads remain active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2005. (B)(4).